Event description:
Initial reporter indicated that their handheld computer containing 7.1 programming software was "freezing after interrogations, several times." The software is at manufacture pending completion of product analysis.